Event description:
The customer's blood glucose was unknown. It was reported that the customer was having issues with the insulin pump and sensor not working together. The customer stated that the sensor glucose readings were 100 points different from her actual blood glucose readings. The customer already changed insertion sites but still faced the same problem. The customer also received an unexpected restart alarm on the insulin pump. The customer was unable to give details about the alarm occurence and declined troubleshooting as she had no time to do so at the time of the call. The customer also mentioned receiving calibration errors and alerts to check her blood glucose. The customer was unaware of why these alerts came about. Explained calibration error to customer. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.